Event description:
Baxter china reported "the occluder leg broken only after 3 days of use" on the transfer set. Per affiliate, this issue was noted during use and no pt injuruy or medical intervention was associated with this incident.